Manufacturer narrative:
Eval summary: the analysis results found that the mcl20 device was returned non-functional. The device was returned in with the handle seam open. The device was cycled and the clips would not feed properly due to the condition of the handles. The device was disassembled and the extension spring, the anti-backup lever, the feedback and the hoop spring were noted to be damaged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a prostatectomy procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.